Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient developed systemic infection. There was no indication that it was caused by the device. Vegetation was noted on the leads. Whole system including the implantable cardioverter defibrillator and leads was explanted. The patient was in stable condition during and post procedure.